Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the blood glucose monitor provided questionable bolus advice. The patient's blood glucose was 15.0 mmol/l (270 mg/dl) at 5:22 p.m. On (B)(6) 2013, and he entered 130 grams of carbohydrates. The recommended bolus amount was 9.0 units. The insulin to carbohydrate ratio is programmed for 1.2 units/10 grams, insulin sensitivity is 1.0 unit/5.0 mmol/l, and there was no active insulin. The blood glucose monitor was requested for evaluation. He did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
No product is expected to be returned related to this case. Due the customer not providing enough information, no further assessment/statement will be made concerning the customer allegation. Device was not returned to manufacturer.